Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 11 months post implant of this 18mm bioprosthetic pulmonary valved conduit implanted in a 7 year old pediatric patient, it was explanted and replaced with a 25mm conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to obstruction. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.